Event description:
It was reported that the service indicator was illuminated and the device was beeping. Customer's biomedical technician was unable to access the service mode to retrieve error codes. Physio-control evaluated the device and observed fault codes in memory that indicate a potentially critical failure. There were no reports of patient use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control also observed that the device did not allow setup/service mode access. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and determined the root cause of malfunction to be failure of the u5 ic chip.